Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the reservoir was leaking past o-rings. Customer also stated that she had high blood glucose. No add'l info was provided at the time of call.